Event description:
It was reported the patient was hospitalized due to aneurysm, required a tracheostomy tube, and bronchoaspirated as the cuff deflated. Based on the information provided, no intervention was required to preclude serious impairment of a body structure or function.